Event description:
It was reported that, two weeks after a successful atrial flutter ablation procedure, a patient died due to an esophageal fistula. The procedure took place on (B)(6) 2013 and the patient deceased at the hospital on (B)(6) 2013. Upon request, additional information was provided stating that approximately two weeks after the procedure; the patient was admitted to the emergency room complaining about indigestion. The patient underwent several investigative tests. The patient suffered a cerebrovascular incident while at the hospital and died subsequently a few days later. The autopsy revealed a possible esophageal fistula but it was not possible to find any corresponding hole in the atrium. The physician assessed the event as possibly procedure-related.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). (B)(4).